Event description:
It was reported that the procedure was a crossover from the left groin to the right leg to treat a heavily tortuous, heavily calcified, and 80% stenosed right superficial femoral (sfa) artery. A 6f non-abbott sheath was placed in a below the knee lesion and was successfully treated with an armada balloon catheter and a spartacore guide wire. The sfa was predilated with a non-abbott balloon catheter. A 6.0 x 150 mm absolute pro was advanced to the lesion and an attempt was made to deploy the stent when the thumbwheel would not turn after 4 cm of the stent was deployed and the stent could not be fully deployed. The non-abbott sheath and the absolute pro were being removed from the anatomy as a single unit when the deployed portion of the stent implant separated in the iliac artery. A 7f non-abbott sheath was placed over a non-abbott guide wire and a 7.0 x 59 mm omnilink elite was used to embed the 4 cm piece of the absolute stent into the iliac artery. A 6.0 x 150 mm absolute pro was successfully used to treat the sfa. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: device was returned for analysis. The stent separation, shaft separation, and broken handle were able to be confirmed. The difficulty deploying the stent could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Case description updated: it was reported that the procedure was a crossover from the left groin to the right leg to treat a heavily tortuous, heavily calcified, and 80% stenosed right superficial femoral (sfa) artery. A 6f non-abbott sheath was placed in a below the knee lesion and was successfully treated with an armada balloon catheter and a spartacore guide wire. The sfa was predilated with a non-abbott balloon catheter. A 6.0 x 150 mm absolute pro was advanced to the lesion and an attempt was made to deploy the stent when the thumbwheel would not turn after 4 cm of the stent was deployed and the stent could not be fully deployed. The non-abbott sheath and the absolute pro were being removed from the anatomy as a single unit when the deployed portion of the stent implant separated in the iliac artery. A 7f non-abbott sheath was placed over a non-abbott guide wire and a 7.0 x 59 mm omnilink elite was used to embed the 4 cm piece of the absolute stent into the iliac artery. The shaft of the absolute pro was separated in several locations and the handle also opened during the procedure. A 6.0 x 150 mm absolute pro was successfully used to treat the sfa. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: spartacore, sheath: destination sheath 6-7fr, the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.